Manufacturer narrative:
Evaluation summary: based on the investigation result data, it was determined that the potential/root cause of the failure was that the signal line became partially disconnected due to bending motion, ift bending, etc. Load, and the line became disconnected under certain bending conditions. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 19-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 23-nov-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We performed good faith effort to gather additional information regarding this event the following questions: was the procedure completed successfully? On (B)(6) 2023, we did not get an answer to our question, but pentax medical emea provided an email response stating "in most of the cases users have more than one endoscope because of reprocessing time." Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance and lines in the image by moving the segment. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.